Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. An x-ray was reviewed by abbott technical support and no anomalies were observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.